Event description:
It was reported that during a drug eluting stenting treatment procedure the stent dislodged from the stent delivery system. The lesion being treated was located in the right coronary right (rca). The physician predilated the lesion and was advancing a 3.0x32mm taxus express2 drug eluting stent through a previously placed stent, but was unable to cross. Upon withdrawal the stent delivery system got stuck in the guide catheter and dislodged. The physician successfully snared the stent and removed it. The physician completed the case by placing two taxus express2 stents sizes 3.0x32mm and 3.5x32mm. There were no pt complications and the pt is reported as ok.